Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass feature exhibited invalid date on the implantable pulse generator (ipg) and the right atrial (ra) exhibited lead low impedance. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.